Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable is shorted. The root cause for the shorted cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.